Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently depleted quickly, and subsequently the pump shutdown. The customer experienced an elevated blood glucose (bg) of 600 mg/dl. A correction bolus was delivered and a manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.